Event description:
The patient received a pap test (type unknown) on 12/24/97, which was classified as "agus". The primary medical doctor referred the patient to the ob/gyn who reported this adverse event to cytyc. The ob/gyn requested a thinprep pap test which was performed on 1/19/98. The diagnosis was deemed to be class ii reactive repairative changes. The patient was called back in by the ob/gyn and a biopsy was performed on 1/29/98 because the cervix was bleeding on touch. The biopsy revealed an invasive, poorly-differentiated, squamous carcinoma. Radical surgery was performed. All indications, based on cytyc's investigation into this issue, are that the thinprep system did perform as intended and that there is no information that "reasonably suggests" that it malfunctioned. Cytyc corporation does not believe that the incident reported by the reporting ob/gyn is sufficient to indicate that the thinprep system failed to perform per its intended design. Due to the fact, however, that cytyc cannot, without certainty, determine that the instrument did perform correctly, a decision has been made to issue a MDR to the FDA.